Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A product experience report was received on (B)(6) 2018 stating that this lead was involved in infection with sepsis issue. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).